Event description:
On (B)(6) 2009, patient reported her infusion device was showing 0.0 units of insulin being delivered. Patient stated she was pressing buttons but thought that she messed up some where. Patient disconnected and put the infusion device in stop mode. Patient had placed herself in profile 2. Educated patient on how to put herself back in profile 1. Patient reported that since she was messing with the infusion device she noticed an air bubble forming at the top of the cartridge. Educated patient on how to prime out the air bubble. Patient reported she was able to prime out the air bubble. Pt reported she was able to prime out the air bubble. Educated the patient on changing the adapter. Patient reported she reconnected and placed the infusion device back in the run mode. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.